Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was likely due to the insulation damage noted on the right ventricular lead.

Event description:
During a follow-up, there was an increase in high voltage lead impedance. Fluoroscopy was performed and there was no visible damage to the right ventricular (rv) lead. However, during the revision procedure there was insulation damage noted on the lead. The rv lead was capped and replaced and the patient was stable.